Manufacturer narrative:
The device was not available for complaint investigation and was not returned to the service hub for evaluation. We were unable to replicate or verify the reported issue. Corrected information can be found in e3 - initial reporter occupation. Additional information can be found in g4 - PMA/510(k) # and g2.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved an unspecified ICU medical plum 360 pump where a patient had a cardizem drip infusing, and the pump turned off without any notification. The pump off but continued to alarm with no ability to shut off, no warning sign of this occurring. The patient is a 44-year-old, white, non-hispanic, female weighing 61kg. There was patient involvement and unknown human harm.